Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to (B)(4). The evaluation by (B)(4) confirmed there were signs of wear and tears in the distal cover of the insertion portion, the bending section and the angulation mechanism. The evaluation also confirmed that the adhesive cement around light guide lens was partially cracked and there were signs of moisture behind the light guide lens. The subject device was sent to a third party laboratory for microbiological testing and the testing indicated no microorganism growth for the subject device.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed that there was no irregularity found. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the instrument channel of the subject device tested positive for uncertain bacteria (>100cfu/ml). It was reported that the subject device had been manually cleaned with an olympus brush (bw-422t and maj-1339) and had been reprocessed using an olympus automated endoscope reprocessor model etd3 with peracetic acid. There was no infection report associated with this report.